Event description:
It was reported that the procedure was canceled. The target lesion was located in the moderately calcified left anterior descending artery (lad). A rotapro console kit assy ul/ csa was selected for use. During platforming, the rpm is not stabilizing and is going faster and slower without any engagement. The procedure was aborted. No complications were reported. It was further reported that the procedure was completed with another modality.

Event description:
It was reported that the procedure was canceled. The target lesion was located in the moderately calcified left anterior descending artery (lad). A rotapro console kit assy ul/ csa was selected for use. During platforming, the rpm is not stabilizing and is going faster and slower without any engagement. The procedure was aborted. No complications were reported. It was further reported that the procedure was completed with another modality.

Manufacturer narrative:
H6: impact codes: corrected. Device evaluated by manufacturer: the device was returned for analysis. The console passed the final functional test without failing at any step, therefore the alleged malfunction cannot be confirmed.

Event description:
It was reported that the procedure was canceled. The target lesion was located in the moderately calcified left anterior descending artery (lad). A rotapro console kit assy ul/ csa was selected for use. During platforming, the rpm is not stabilizing and is going faster and slower without any engagement. The procedure was aborted. No complications were reported.